Manufacturer narrative:
This medwatch is being submitted for discrepant back to back results with aviva test strips lot 300632. Reference medwatch report with a1 patient for discrepant back to back results with aviva test strips lot 300824. The reporter was unsure of which strip lot was in use when the back to back readings were obtained.

Event description:
Reporter alleged the patient obtained a discrepant blood glucose result of 562 mg/dl on the aviva system compared back to back with a result of 248 mg/dl on the inform system when testing was performed less than 10 minutes apart. Reporter did not indicate that the patient was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.